Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: lot # ? No information. What do you mean by "the clip was not formed" did the clip not hold on suture during use on patient noticed intra-op? Or did the clip does not hold on suture prior to procedure noticed pre-op? No information. No further information will be provided.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date, and suture clip device was used. During the procedure,the clip was not formed though the clips were loaded into the applier properly. The same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested.